Event description:
The customer reported that there was a blue fluid leak of approximately 5 ml from the blood sampling valve (bsv) on the dxh800. The leak was contained within the instrument. There was no biohazard exposure or erroneous results associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that he found the probe wash collar rinse line was disconnected from qd422 (quick disconnect) in the bsv area and the flow cell sample line was disconnected from flow cell. He reattached the probe wash collar rinse line to the fitting on connector qd422 and installed new flow cell sample line and retaining collars. The system's performance was verified. Upon recur of the failure mode identified; it is likely to cause erroneous differential, retic and nrbc results due to improper sample flow. (B)(4).